Manufacturer narrative:
The received air gas module was mounted in a reference ventilator where it failed the pre-use check. The failures were caused by a defective delta pressure transducer on a printed circuit board inside the gas module. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. Ocular inspection showed moisture traces in the filter housing of the air gas module which is the root cause of the delta pressure transducer's failure. The most probable source of water into an air gas module is moist air from the hospital's external compressor. Our service engineer found a kinked tube for water evacuation on the hospital external compressor, which was probably the root cause. According to the user´s manual, maximum levels of water,(h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded. The received device logs confirm the reported event and the fault could be traced back to mars 31, 2017. Therefore the ¿date of event¿ will be adjusted to 03/31/2017.

Event description:
(B)(4).

Manufacturer narrative:
Our field service engineer (fse) visited the hospital facility and examined the ventilator system. The fse found that the ventilator was failing the pre-use check due to excessive moisture inside the air gas module. This was caused by a kinked water evac-line on the connected compressor, prohibiting condense water to be drained as expected from the compressor. After replacement of the air gas module on the ventilator system no further problems were found. The ventilator passed all functional and safety tests per factory specifications and was cleared for clinical use. Device logs evaluation shows that the latest performed pre-use check was successful prior the given date of event ((B)(6) 2017). The tech-log has no entries to indicate a ventilator malfunction on the given date of event. Evaluation of the received event log shows alarms for ¿low air supply pressure¿ and ¿high o2-concentrations¿ at the time (15:16), which might correlate to the reported event description. This means that the correct date of event is (B)(6) 2017. The ventilator system was set to a standby mode by the operator at time 15:26. The conclusion is that moist air is the root cause of the air gas modules' failure. According to the user´s manual maximum levels of water, (h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded.

Event description:
It was reported that the ventilator did not pass the pre-use check. There was no patient involvement. (B)(4).